Manufacturer narrative:
Ten days later, the device was explanted and replaced with a non-boston scientific system. The explanted device is expected to be returned for laboratory analysis. This report will be updated after analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this device was hospitalized in the intensive care unit (ICU) after receiving at least four shocks from the device on (B)(6) 2017. The patient¿s heart rate was at 30 bpm, so a device check was requested. The boston scientific representative interrogated the device and found a code 1004 indicating a short circuit condition had occurred. That error code was printed and then code 1007 was displayed for a capacitor charge time exceeding the limit. That error code was also printed and the device check was able to proceed. However, it was shown the device was operating with limited functionality and the battery capacity was depleted on (B)(6), the day the patient received the shocks. The device was not able to be reprogrammed to aai mode to maintain brady pacing. The device data was submitted to technical services for review. The physician believed the right ventricular (rv) lead was a non-boston scientific model on advisory, implanted since(B)(6). The physician planned to confirm the lead information and expedite the authorization process for the system replacement. No additional adverse patient effects were reported. A boston scientific technical services consultant reviewed the available data and discussed the error codes. The code 1004 indicated the device delivered a shock into a shorted lead. The device goes into redetection and will try to charge up and shock again. The code 1007 indicates a charge time of greater than 45 seconds has occurred, causing the device to declare end of life (eol) battery status. At eol, the device reverts to vvi-50 with no programmability, and the shock episodes are not reviewable. The device and rv lead must be replaced and the device should be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified arc marks on the device case. Review of device memory found a shorted lead fault (fault code 1004) was recorded on (B)(6) 2017 after the device had delivered shocks. Additional system faults had been recorded, which caused the device to revert to safety core operation. Further high voltage charge attempts occurred on (B)(6) 2017 through (B)(6) 2017 and caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shocks into a shorted lead, resulting in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.